Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from am fasting results obtained of 64mg/dl; result was not confirmed in meter memory, customer had it written down in her notes. Customer stated that during her last check up with her doctor on (B)(6) 2021 she had performed the blood test with the true metrix meter and obtained the result of 64mg/dl fasting and within a minute, the result obtained using the doctor's device was 84mg//dl fasting. The customer¿s expected am fasting blood glucose test result range is 80-120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 03/23/2023 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 110 mg/dl, date: (B)(6), time: 8:00am, fasting. Result 2: 115 mg/dl, date: (B)(6), time: 8:30am, fasting. Result 3: 149 mg/dl, date: (B)(6), time: 9:00am, fasting. Result 4: n/a. Result 5: n/a.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 28-jan-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.